Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening curved and creases fold. A visual and microscopic analysis was performed which identified: three striated openings on radius and anterior. Based on the device analysis the final assessment is: three striated openings on radius and anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported right side ¿not enough milk production" and "breast felt firm and looked abnormal due to capsular contracture¿, baker grade unknown. Healthcare professional reported patient mentioned having "breast implant illness"; this event is not device related. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side ¿not enough milk production" and "breast felt firm and looked abnormal due to capsular contracture¿, baker grade unknown. Healthcare professional reported patient mentioned having "breast implant illness"; this event is not device related. Device has been explanted.